Event description:
It was reported that a cardiomems implant procedure was abandoned due to hemoptysis. During a cardiomems implant procedure, the cardiomems delivery catheter was advanced over an 0.018" x 300 cm glidewire advantage. Before the delivery catheter entered the right ventricular outflow tract (rvot), the patient began to cough and was found to have blood in their mouth. The procedure was then abandoned due to hemoptysis. The (B)(6) rep confirmed that no interventions were needed to stop the hemoptysis and fluoroscopy during the procedure was performed to identify potential causes. The physician felt that the cause of the hemoptysis was damage to the distal pulmonary artery caused by the glidewire advantage. The patient was admitted to the ICU after the procedure for monitoring and released on (B)(6) 2024. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".